Event description:
It was reported that during a gastrectomy procedure, the min button did not function from the beginning. Same like product used to complete the procedure. No further info is available. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.